Manufacturer narrative:
(B)(4). The results of the investigation concluded that the returned sheath tubing had been fractured and cracked and was returned in two pieces; the fractured tubing continued to crack upon manipulation. The distal sheath tubing section appeared to be a mating surface to the proximal sheath tubing section. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record. The cause of the sheath damage is consistent with material degradation from exposure to ultraviolet light. How and when the ultraviolet light exposure occurred remains unknown. The angio-seal instruction for use (IFU) states that the angio-seal should be kept away from sunlight, including uv light.

Event description:
During the pullback step using an 8f angio-seal vip, the hemostasis sheath fractured and separated leaving a portion of the sheath in the patient's body. A cut down of the femoral artery was performed to remove the piece of the hemostasis sheath from the artery and a vascular patch was then placed on the artery.